Event description:
Contact at user facility reported to distributor that a matrix screwdriver was discovered with a broken holding sleeve. The sleeve was broken at the tip with the threads sheared off. It was noticed before a surgery, no patient involvement. This report is on the holding sleeve. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
A review of synthes device history records for lot # 6621063 revealed the holding sleeve-long for matrix was manufactured by magnum manufacturing center. Po # (B)(4), dated 4/15/2011, for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number (B)(4) revision l on 4/18/2011. The certificate of compliance is dated 4/14/2011. (B)(4) parts were released to the warehouse on 4/19/2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.